Event description:
Reporter alleged obtaining a discrepant blood glucose value of hi ( greater than 600 mg/dl) back to back with a result of 135mg/dl when testing was performed within 10 mins on the aviva system. Reporter stated at a different time another comparative test of 121 mg/dl was performed back to back with a result of 597 mg/dl within 10 mins on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.